Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal end of the crimped stent were distorted & damaged and stretched distally out over the distal markerband. This type of damage is consistent with the stent encountering resistance when advancing to the lesion site with subsequent withdrawal. The crimped stent od at the undamaged proximal portion was measured. The product stent protector was not returned for analysis. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 38 x 2.50 promus premier¿ drug eluting stent was selected for use and advanced to treat the target lesion; however the device would not go through the non-bsc guiding catheter extension. The device was removed from the patient and the physician noticed that the stent had been lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.